Event description:
It was reported that failure to capture was observed on the right ventricular (rv) lead. Diagnostic imaging was performed and confirmed a dislodgement of the rv lead. The rv lead was explanted and replaced to resolve the event. The patient was stable.